Event description:
The customer contacted spacelabs healthcare to report that a qube compact monitor shut down while monitoring a patient. No patient or user harm was reported. The device was returned to spacelabs healthcare for evaluation, and the qube would not power on. The cpu pcba was replaced and after functional and performance testing was performed, the device was returned to the customer for use.